Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00699, 0001822565-2019-006700, 0001822565-2019-006701, 0001822565-2019-006702, 0001822565-2019-006703, 0001822565-2019-006704, 0001822565-2019-006705, 0001822565-2019-006706, 0001822565-2019-006707, 0001822565-2019-006708, 0001822565-2019-006709, 0001822565-2019-006710, 0001822565-2019-006711, 0001822565-2019-006712, 0001822565-2019-006713, 0001822565-2019-006714. (B)(4). Foreign ¿ (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: distal posterior/lateral humeral plate left 5 holes 98 mm length catalog 47235800605 lot 63127295, distal medial humeral plate left 3 holes 78 mm length catalog 47235800803 lot 61242929, 2.7 mm locking screw 30 mm length catalog 47482803002 lot 62881175, 2.7 mm locking screw 30 mm length catalog 47482803002 lot 62565058, 2.7 mm locking screw 30 mm length catalog 47482802402 lot 62693593 qty. 2, 2.7 mm locking screw 30 mm length catalog 47482802202 lot 62745473, 2.7 mm locking screw 30 mm length catalog 47482802002 lot 63062886 qty. 3, 2.7 mm locking screw 30 mm length catalog 47482802002 lot 63115808, 2.7 mm locking screw 30 mm length catalog 47482801802 lot 63115789 qty. 3, 2.7 mm locking screw 30 mm length catalog 47482801602 lot 63322230.

Event description:
It was reported that a plate and screws were removed approximately one year post implantation after the patient was experiencing ulna nerve discomfort. Corrosion was noted on the explants. No additional information is available.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A batch examination of devices related to this issue was performed. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.